Event description:
Using heartstring proximal seal system: first unit soaked in warm saline; when device placed into deployment tube, device umbrella cracked between strings and could not be used. Second unit soaked in warm saline; when device placed into deployment tube, device umbrella cracked between strings and could not be used. Third unit soaked in warm saline, placed in deployment, and did not crack. Unit deployed and cracked between strings and leaked; removed and discarded. No pieces of the device were left in the patient.